Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) helium gauge indicated low helium when a full tank was fitted. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was unable to replicate the issue. The helium connections around the regulator and fill assembly were checked and were okay. The helium leak was within limits. The front end board, helium regulator assembly, and transducer were replaced. The o-ring was also replaced due to a routine part (not related to reported issue). The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 12 month product complaint trend data for the period nov 2019 through oct 2020 was reviewed was reviewed. There were no triggers identified for the review period.

Event description:
N/a.